Manufacturer narrative:
(B)(4). Due to the information received, it was determined that a touch contamination was the cause of the peritonitis. As a result, the minicap is no longer a suspect product. All further investigations of this event will be documented in report number 1416980-2013-09564.

Event description:
This is report 2 of 3, for the mini cap in this event. This is a report of peritonitis in a patient, coincident with dianeal therapy for peritoneal dialysis (pd). The patient was not hospitalized for the event and the treatment was not reported. The patient is recovering from the event.

Manufacturer narrative:
(B)(4). Per review of the batch records for suspected lot: gd893560, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. As a sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.